Manufacturer narrative:
Additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 1 of 2 for the same event: it was reported that during a total knee replacement surgery, it was observed that two burrs devices broke outside of the attachment device between the distal end of the attachment and the burr head. There was less than five minutes delay to the surgical procedure. Spare devices were available to complete the surgery successfully. It was reported that there was no alleged malfunction against the attachment device. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the tip of the cutter device was broken. The cutter device was examined and photographed using 40 x magnification. It was further determined that the cutter broke due to excessive lateral or side to side force. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to user error. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.